Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes: updated device evaluated by MFR: the returned device was an angiojet spiroflex thrombectomy device. The catheter portion of the device was returned for evaluation. Visual and tactile examination showed that the manifold was removed and not returned. The pump with supply line was removed 5cm from the manifold of the catheter and not returned with the rest of the device. Due to the lack of the pump and the proximal portion of the catheter, the device could not be functionally tested. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a catheter break occurred. The 30x3mm, totally occluded, de novo, concentric target lesion was located in the mildly tortuous lateral inferior genicular vessels with a <=45 bend. The physician advanced a spiroflex angiojet&#59412;thrombectomy set to the lesion; however it was noted that aspiration could not be started. The device was removed and found to be separated at the outer catheter. The inner appears to be intact. The procedure was completed with a different device. No patient complications were reported and the patient's condition was reported as stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a catheter break occurred. The 30x3mm, totally occluded, de novo, concentric target lesion was located in the mildly tortuous lateral inferior genicular vessels with a <=45 bend. The physician advanced a spiroflex® angiojet® thrombectomy set to the lesion; however it was noted that aspiration could not be started. The device was removed and found to be separated at the outer catheter. The inner appears to be intact. The procedure was completed with a different device. No patient complications were reported and the patient's condition was reported as stable.